Event description:
Boston scientific received information that an attempt was made to internally cardiovert the patient implanted with this implantable cardioverter defibrillator (ICD) in order to convert atrial fibrillation. A shorted shocking lead message was displayed. Another attempt was made and a high voltage on the leads message was displayed. Lead impedance tests and a manual capacitor reformation were completed which resulted in good lead measurements. It was reported that many wires and catheters were within the patient when the internal cardioversion was completed. Technical services (ts) advised that it was possible one of the wires was in close contact with the lead and resulted in the messages. Additional information was provided that a less than 20 ohms shock impedance measurement recurred. Ts advised removing this ICD and lead system.